Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 180 mg/dl. The customer stated that the pump was exposed to water. The customer went into the river and jump into river with pump on. The customer saw water on the display of the pump. The customer was unable to troubleshoot. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The pump was received with a corroded motor home switch. Unable to verify the weak battery alarm due to the blank display. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.